Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 345 was reproduced and confirmed through evaluation. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had system error 345. This event occurred during infusion therapy on a patient in the emergency room, but there was no patient injury.